Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced as it switched into safety mode, a device status that permanently limits available therapy to specific settings. This device was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to communicate with a programmer, and it was determined that it was not in safety mode. Review of the memory noted no suspicious fault codes or resets while implanted. Additionally, a series of diagnostic tests were conducted that verified successful performance of pacing, sensing and recording functions of the device commensurate with battery voltage. With no further information to indicate a product performance concern, we have concluded that this device exhibited normal function while implanted.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced as it switched into safety mode, a device status that permanently limits available therapy to specific settings. This device is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.